Manufacturer narrative:
Field service engineer (fse) troubleshot report the tube arm position was not working and found a faulty 24v power supply. Fse replaced the power supply and verified proper operation per units service manuals 4041004, 710953, 710951, and 710273. Fse completed service checklist qssrwi4.1 and returned the unit to the customer for full service.

Event description:
Ge service reports via phone that during an undetermined urology procedure, the system fluoro failed. Physician completed procedure using endoscopy. Customer did not provide any further patient or procedural information other than to say the patient is fine. No reported injury.